Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient underwent surgical evacuation of a left chest wall hematoma reported to be related to a breast implant. It was reported that the patient appeared to have two low speed events with a pump stoppage that lasted approximately 3-7 seconds. The surgeon and the manufacturer's technical services representative determined that the events occurred in the operating room and were likely due to a high current state from the bovie used in surgery. No further information was provided.

Manufacturer narrative:
Review of the submitted system controller log files confirmed the reported pump stoppages; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The evaluation of the log files showed normal pump operation until two transient low speed/pump stoppage events were captured on (B)(6) 2016 between 2:06-2:07 while the system was connected to the power module, resulting in low speed hazard alarms. Following the second pump stoppage, the pump speed immediately ramped back up to the fixed speed and no additional interruptions in pump function were captured for the remaining ~4.5 days of data. It was reported that the two transient pump stoppages occurred while the patient was in the operating room for an evacuation of a left chest wall hematoma, which was from a breast implant. The account stated that the pump stoppages were likely due to a high current state from an electrosurgical device used during the procedure. It was reported that no equipment would be returned. The patient remains ongoing on the pump and no additional related events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.